Event description:
The user facility reported that the endotracheal tube was checked for leaks prior to pt use and no leaks were detected. After a few hours of use, the cuff began to leak. The device was replaced. Inspection of the removed device found the cuff was difficult to inflate. No adverse effects to the pt were reported.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.